Manufacturer narrative:
Additional information: it was later confirmed that it was stent strut deformation which occurred during positioning of the device pre-deployment. The stent was not deployed in the lesion. The procedure was completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving one onyx trucor coronary drug eluting stent, the stent strut was observed to be positioned significantly above its intended anatomical location, indicating possible malapposition relative to the vessel wall. There were no issues noted when removing the device from the hoop/tray. The device was not inspected prior to use. Negative prep was not performed. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. The lesion being treated was a mildly tortuous, mildly calcified lesion located in the distal left anterior descending (lad) artery. No patient complications were reported as a result of this event.